Event description:
Before the procedure, the user found that error b30 (scope communication error) was displayed when the user connected the olympus 170 series endoscopes to the device. The user also found that the phenomenon did not occur when the user connected the olympus 165 series endoscopes to the device. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, olympus repair center found that the video connector and scope socket had worn and corrosion. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.